Manufacturer narrative:
Initial reporter facility name: (B)(6) center.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified forearm part. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4atm within a short period of time. Additionally, there was a possible kink of the shaft near the balloon when the balloon cover was removed. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.